Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced charging difficulties in which the pump¿s battery depleted while on the charger and eventually failed to charge, prompting troubleshooting of the device, charging pad, and power source. Symptoms included no clinical effects. Outcomes included no clinical impact, no alerts, and no alarms. Investigation included guided troubleshooting that directed the user to test the charging pad with another compatible device and to change the wall outlet. Investigation of this case revealed that the charger displayed a blinking indicator with the initial setup and then a solid indicator after switching outlets, after which the ilet resumed charging, indicating an issue related to the prior power source or intermittent charger performance. It was concluded, based on previously established findings for similar reports, that the cause was likely user environment or external power source variability with potential intermittent charger performance.